Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. The sample was returned docked to the vial and the solution bag. The solution bag had a set attached to it. The set was removed from the solution bag's outlet port and a stopper was placed in the outlet port. The sample was functionally tested and the reported condition was not confirmed. The cause of this condition was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Event description:
A customer reported to baxter product surveillance of one (1) vial-mate reconstitution device, one (1) 0.9% sodium chloride injection 100 ml viaflex container single pack, in which leaking was detected from an unknown source during reconstitution on an unknown date. This condition occurred during reconstitution with a 1-gram vial of ceftriaxone. There was no patient involvement or medical intervention necessary. No additional information is available.